Event description:
It was reported, that water was found in the bottom of a saline fluid warmer, indicating the product had a hole. It is unclear when the hole developed. The physician was immediately informed and advised the team that the patient would receive additional antibiotics postoperatively in the ICU. No patient injuries, infections, or complications were reported.